Event description:
It was reported that during a procedure, a broken bur was found in the attachment. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Manufacturer narrative:
H6: the quality investigation is complete. D4: UDI is unknown as the lot number was not reported.

Event description:
It was reported that during a procedure, a broken bur was found in the attachment. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.